Event description:
On 28th march 2023, rayner received notiifcation from its brazilian distirbutor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that part of the optic was missing and one of the haptics was torn.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation it was observed that part of the optic was missing and one of the haptics was torn. The lens was explanted and exchanged for an alcon ma60ac iol during the original surgery session. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 072196121.